Event description:
It was reported that during a photo-selective vaporization of the prostate, a break occurred in the internal mirror of the fiber. The procedure was completed using a second device without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, a break occurred in the internal mirror of the fiber at approximately 79,000 joules and 8:00 minutes of use. The procedure was completed using a second device without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, a break occurred in the internal mirror of the fiber at approximately 79,000 joules and 8:00 minutes of use. The procedure was completed using a second device without patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes the fiber tip was attached to the fiber and the hene (helium-neon) laser fixture did not identify any breakage along the length of the fiber. However, analysis did identify the glass cap was rotating independently of the metal cap, indicating a glue failure; therefore, the event is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Although analysis also identified devitrification at the fiber tip, please not that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on the analysis result and information available, the fiber tip was found to be attached, and the procedure was completed without patient complications. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if this was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.